Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old hispanic female patient underwent primary breast augmentation with 375cc mentor smooth round moderate profile saline implants. Post-operatively, the patient experienced bilateral breast pain as well as muscle spasms, making it difficult for her to sleep, exercise, lift weight, or extend her arms. The patient noticed her nipples had reduced blood flow and had also become a gray color. She felt lumps on both her breasts and expressed concern that she had a bilateral deflation. The patient has begun wrapping her breasts to reduce pain and minimize movement. At the time of this report, mentor has received no information regarding reoperation or explantation. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left device. -refer to manufacturing report number 1645337-2022-09778 for the contralateral event.

Manufacturer narrative:
On august 07, 2023, mentor received additional information. Mentor became aware that the patient experienced bilateral baker grade IV capsular contracture. Date of implant was updated to (B)(6) 2002. Manufacturer¿s reference number: (B)(4).